Event description:
It was further reported that the lesion being treated was 85% stenotic. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail balloon to successfully complete the procedure.

Event description:
It was reported that during a ptca / stenting treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a severe obstruction (circular morphology) of the lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of a stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as `normal'.